Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: during investigation, the pump was powered on and the display functioned properly. No lines were observed in the display. The pump was opened and no damage to the display connector or display flex cable was found. The display latch was secure. The complaint of lines through the display was no duplicated during investigation. There was no defect found.